Event description:
The pt experienced stimulation in the wrong location after vacuuming one week after neurostimulator implantation. She did not get stimulation coverage for her upper arms and shoulders. The device was reprogrammed. Impedance measurements were within normal limits and did not indicate an open circuit. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.